Manufacturer narrative:
The reported event of lead that could not be fixed was not confirmed. A complete lead was returned in one piece measuring 58.4 cm and the implant tool and stylets inserted. The damage found was sustained during the surgical procedure and no conductor fractures or internal shorts were noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not be fixed in the right ventricle. Multiple attempts to reposition the lead failed; the procedure was completed with a new lead. No adverse consequences reported; the patient was in stable condition.